Event description:
Initial reporter indicated that the patient went to the emergency room because "she was getting electrically shocked by her vns." The patient was on the floor jumping around. It was reported to be shocking continuously for 4 hours. It was reported that securing the vns magnet over the vns generator did not inhibit stimulation and the patient was still feeling a shocking sensation. The vns was disabled and the patient's socking sensation stopped. The patient's treating physician "thinks its more behavior than actually the vns that caused the patient's reported event." The patient followed up with their treating physician and system diagnostics tests were performed that were within normal limits. No magnet mode diagnostic testing was performed. Good faith attempts are being made for additional information surrounding the event.

Manufacturer narrative:
Device malfunction suspected, but did not contribute to a death.